Manufacturer narrative:
Device evaluation - the returned device was given functional testing. The functional testing showed the device delivered within system specifications (+/-6%). The reported issue could not be confirmed during testing.

Event description:
The reporter stated the device "failed accuracy" with an inaccuracy percentage of -10.8%. No known adverse effects to patient.